Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, ( patient code). Device evaluation: the reported problem was unable to be duplicated. The pump underwent a dso pressure range test and values were within 9- 27 psi range. The dso sensor will be replaced as a preventative measure.

Event description:
It was reported that a smiths medical pump failed downstream occlusion at 4.7psi. No adverse patient effects were reported.